Manufacturer narrative:
Instrument has not been returned to acmi for eval, therefore, root cause cannot be determined. Acmi stock and work in process has been checked and all have been found to meet established specs. A final report will be filed upon the conclusion of the investigation. (B)(4).

Event description:
Shaft dislodged and bushing fell into the pt's abdomen. Bushing retrieved. No pt injury occurred.